Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the atrial lead had cardiac perforation with capture and sensing anomalies. The patient presented in clinic on (B)(6) 2021 where the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.